Event description:
It was reported that a small spec of plastic was found in intravenous sodium chloride bags during use of an unspecified quantity of clearlink system continu-flo solution sets. This issue was identified after spiking the bags, during a recheck in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.